Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue could not be identified in the reported event date or replicated during the investigation. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. Reviewing the error logs from the suspect pcu it was found a malfunction occurred on (B)(6) 2025 at 1:41:43 am to 7:21:36 pm repeated 10 with the description of ¿code=800.8000.0; failure=pcu15_general_os_failure; severity=runtime_fatal_severity¿. A keypress was performed associated with the event logs of the suspected pcu. No errors or failures were displayed during the process. An infusion was programmed for 1 hour at a rate of 50 ml/h. Upon completion, there were no failures or errors during the infusion. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. The device was in use for treatment purposes as intended per 21cfr 820.198(d)(2). Note for repair center the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.